Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received for evaluation. Visual inspection revealed the chassis, connectors and labels appeared to have no physical damage. The amplifier was powered on to a green led status which indicates the power on self-test was successful and communication was established the test station. Review of error logs could not verify any anomaly on the field reported date. Further inspection included successful functional testing of the amplifier. Consistent impedance and current measurements were observed and the patch and navx test was successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the reported display issue and subsequent delay remains unknown.

Event description:
During a pulmonary vein contraction procedure, there was a delay of 5 or 6 seconds between catheter movement and its representation in navx. It was questioned whether the memory was full on the cpu so the study was ended, some studies were deleted and the study was resumed again. The issue remained, so it was decided to delete more studies, but then it was note that there were 247 gb free in the cpu, so the cpu and amplifier were restarted which resolved the issue.